Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an inaccurate delivery issue. The reporter noted the pump¿s basal history matched the active basal program. It was reported the pump¿s basal rate was recently changed. Troubleshooting could not be completed and additional information has not been provided. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 4-jan-2018 with the following findings: a review of the black box showed data from the date of the complaint had been overwritten due to continuous use. The available daily insulin delivery totals matched the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering within range and accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.